Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed in the sheath. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration, air was seen in the faradrive sheath. The sheath was replaced with a new sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.